Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to perforation of the heart wall one day after implant. No additional adverse patient effects were reported.